Event description:
It was reported by the customer that the pyxis medstation es system keyboard is unresponsive, specifically the "0" key is not functioning. Restarting the pyxis system did not rectify the problem. A customer has reported that the user was unable to dispense medication, and there was a delay in the medication dispensing process due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that keyboard not working a field service engineer discovered that the user had inadvertently activated the num lock key. Upon pressing the num lock key followed by the 0 key and the o key, functionality was restored. The system functioned as intended after field service engineer troubleshooted the device.